Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2 a review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the backcheck valve was broken off inside the bonded y-caresite valve. While an exact root cause could not be determined, a review of the photos and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process. However, incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: detailed inquiry description: IV pump set leaked blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.